Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged chest pains, bad cough with wheezing and sharp back pain. The patient alleged difficulty of breathing or short of breath. There was no report of patient any serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous report, in section h6 health effect - clinical code, whezzing was incorrectly coded as 4464. The manufacturer also marked h10 section incorrectly in previous report. In this report h6 and h10 have been updated / corrected.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The pateint alleged chest pains,bad cough with wheezing and sharp back pain. The pateint alleged difficulty of breathing or short of breath. There was no report of pateint any serious harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.